Event description:
Coma hypoglycemia [hypoglycemic coma]. Case description: a md reported that a pt experienced hypoglycemic coma in 2001. At 3 am the pt's family member found the pt unconscious. The pt was given 1 mg of glucagon and regained consciousness. The pt was unconscious for approx 15 minutes. The pt was not hospitalized due to the event. It is reported that the pt was on a 1800-2200 kcal diet, and that the pt started boxing in the spring. It is stated that the pt felt there was something wrong with device. The device has been returned for examination. Latest follow-up info of 10/2001: case re-evaluated as serious due to information on unconsciousness.